Event description:
The customer reports a high bg reading and took a 10u bolus. In a 1/2 hour her bg reading was 430. Within another hour, her bg reading was 424. She took another 10u bolus and within an hour her bg reading was 300. When, then did another bolus of 10u with breakfast. Her bg reading then dropped to 180.

Manufacturer narrative:
The condition of the cannula tip has been observed as a result of insertion into muscle, not "pinching up" at the insertion site. This info is unavailable. The pt followed the labeling an conducted periodic monitoring of bg levels as recommended in the user manual. There was no adverse event. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release. Evaluation summary is included.